Event description:
Patient reported "pulling". Later, patient reported "pulling sensation, breast pain, sleep disorders, cold sweats, anxiety". Later patient reported "suspected capsular contracture", "capsular contracture", and "pathological lymphocytes". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "pulling". Later, patient reported "pulling sensation, breast pain, sleep disorders, cold sweats, anxiety". Later patient reported "suspected capsular contracture", "capsular contracture", and "pathological lymphocytes". Healthcare professional later reported "capsular contracture baker grade iii, suspected bia-alcl, pain, deformation of breast, sleeping problems which is not device related, fear and anxiety due to suspected bia-alcl". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ other-medical: unable to observe as it is not related to the manufacturing process. ¿ changes in sleep: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.